Event description:
It was reported that high and low pace/sense lead impedance was observed on a regular check up. Lead fracture, insulation damage was suspected. Attached data showed high lead impedance. X-ray and additional check up would be scheduled.

Manufacturer narrative:
No medwatch form was received.